Event description:
It was reported that a dexcom g7 sensor remained in pairing for approximately ten minutes and failed to pair with the responsible device, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices and an intermittent communication failure traced to the antenna/electromagnetic component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.